Event description:
The user facility reported that during a diagnostic colonoscopy the users experienced loss of image. The video image reportedly went black in the middle of the procedure, and it was not retrieved. The colonoscope was said to have been withdrawn from the pt, and the procedure was completed using a similar, but different colonoscope. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the users report of image difficulty, as the video image flickered intermittently. The distal end cover was discolored, and the thread on the bending section cover was exposed. The light guide lens was chipped. The insertion tube was buckled and peeling. The light guide tube was separated and peeling. The endoscope connector and light guide prong were found loose. Additionally, the angulation was found reduced. The device passed the leak test. The device was said to have been refurbished. The exact cause of the user's experience could not be determined. This report is being submitted as an MDR in an abundance of caution.